Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, there were two separate incidences with needles breaking during a procedure. About 2mm broke off during the case, x-rays had to be performed to ensure the safety of the patient and staff.